Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable cardioverter defibrillator (ICD) the programmer lost telemetry with the device. After the lead were connected to the device impedance readings could not be obtained. The lead were connected to the old device and impedance readings were normal. The physician did not use the device and a new device was successfully implanted. No patient complications have been reported as a result of this event.